Event description:
It was reported that the customer's usb cable was damaged which resulted in damage to the pump's usb port which prevented the pump from charging. There was no adverse effect to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Additionally, the alleged usb cable issue could not be verified as the cable was not returned.